Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell three of four of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that there was one unused line with an open clamp; however, the line was capped. The hp stated that they had removed the cap on the unused line earlier, but then secured the cap on the line when they realized that they would not be using that line. The tsr reviewed proper set up procedures with the hp. The hp would perform continuous ambulatory peritoneal dialysis to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines and reuse of single use product was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.